Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity bar was gray prior to implant. The longevity was unexpected and therefore the implantable cardioverter defibrillator (ICD) was not used. The battery did not recover after two weeks despite storage at room temperature. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.